Event description:
Relative of patient (pt) reported to healthcare professional (hcp) that pt was receiving peritoneal dialysis on pac-xtra device. Pt's fill was supposed to be 250ml and device display had 330ml. Pt looked "puffy" and was not draining properly. Hcp reported relative did not mention whether a manual drain was performed. Hcp changed pt's dextrose for therapy that night. As of 08/17/00, hcp reported pt was in the clinic on 08/16/00 and was doing fine. There had been no further issues with the device. Hcp questions whether pt was actually overfilled with more fluid with more fluid than the programmed amount. Hcp stated there is a problem with complicance with this family. Per hcp, no pt injury and no medical intervention was necessary as a result of this event.